Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to what was reported in b5 the following additional finding: the forceps elevator lever, the forceps elevator knob, the upward/downward/right/left knob, the control unit, the switch box, the scope cover, the grip, the image guide protector, the connecting tube, the scope cover unit, the suction connector, the protector of universal cord on suction connector side, the protector of universal cord on control section side, the universal cord and the probe cover were scratched. Due to clogging of nozzle, the water supply volume, the water removal ability and the air supply volume were out of the standard value; due to wear of the angle wire, the play of the upward/downward knob and the bending angle in the up direction did not meet the standard value. The control unit, the light guide lens, the objective lens, the connecting tube and the suction connector had discoloration; the connecting tube, the adhesive around the light guide lens and the adhesive around the objective lens were peeled; the connecting tube had a wrinkle; the suction cylinder was shaved; the upward/downward knob had corrosion; due to a dent on channel tube the forceps could not be inserted smoothly; the adhesive on bending section cover had a crack; the adhesive on the bending section cover had a chip and the bending tube was deformed. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the scope, there was delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had poor water supply. The issue was found during preparation of use for an unknown procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. The foreign material could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.